Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy under the back te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a topical cream for the skin irritation. Follow up indicated that the skin irritation improved.